Event description:
A surgeon reported during a phacoemulsification (phaco) and intraocular lens (iol) implant procedure, the iol was incorrectly positioned in the narrow part of the cartridge, which led to pinching and detachment of the haptic element from the optical part of the iol as it exited the cartridge. This was discovered in the capsular bag. The lens with the detached haptic was explanted, and an identical iol was implanted. The surgery was completed without complications. The temperature conditions for storing and using the ovd and the iol were maintained. Additional information has been requested and received stating in the surgeon's opinion the surgeon believed the issue was with the lens. Surgeon considered that suspect lens was less durable than other model of same company lens and that problems with it occur more frequently. Lens was replaced immediately during the surgery with a similar lens available at the clinic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.